Event description:
User experiencing issues with quality control recovering consistently and noticed an issue when running patient samples as several were flagged with a delta check by lis system. The customer could not provide a specific number of patient samples involved. The results were reported out and the laboratory did receive some calls regarding calcium. No patients were adversely affected or treated based on the results. The following five examples of calcium results were provided and determined to be discrepant: sample 1, initial result gave 8.1 mg per dl. Sample was reran on another c501 module at customer site giving 9.0 mg per dl. The initial result for this sample was not reported. Samples 2 through 5 were repeated on same analyzer. Sample 2, initial result gave 8.3; repeat gave 9.4 mg per dl. Sample 3, initial result gave 8.6; repeat gave 9.6 mg per dl. Sample 4, initial result gave 8.2; repeat gave 9.2 mg per dl. Sample 5, initial result gave 7.4; repeat gave 8.3 mg per dl. Erroneous results were reported for samples 2 through 5. Patients were not adversely affected.

Manufacturer narrative:
The field service representative determined the cause to be a problem with the r1 probe. He replaced the r1 probe, cleaned the incubation bath, and performed a photometer check. Precision checks were performed to verify analyzer performance, all results were within specification.